Event description:
It was reported that a pt underwent a laparoscopic tubal ligation procedure and an endometrial thermal ablation procedure on (B) (6) 2010. During the procedure, there was a sudden rise in pressure, and the controller terminated the procedure. The catheter was removed and a longitudinal burn on the pt's posterior cervix and posterior vaginal wall was observed. Flagyl cream was given. The procedure was started again with the same catheter and was successfully completed. The pt was given post-operative anti-inflammatory (toradol) medication. The surgeon opines that the sudden contraction of the pt's uterus contributed to the event. Currently, the pt is reported to be fine.

Manufacturer narrative:
(B) (4): conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.